Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the adhesive allergic reaction. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported the patient's blood glucose level rose to 384 mg/dl while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. The patient developed an allergic reaction due to the pod adhesive. The patient visited the pediatrician and was prescribed antibiotic cortisone creme cremename: fusicutan + betamethason (apply once in the morning and once in the evening).